Event description:
It was stated that they have a patient who each week when they change the trach the inside is coated with thick secretions, almost 50% occluded. They do great pulmonary toilet but can't seem to stop this from happening. There was no reported patient involvement.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H6. Codes: updated. No product or photos were returned therefore no device analysis could be completed. A device history record (DHR) review could not be performed as the lot number was unknown. If the product is returned the manufacturer will re-open the complaint for further device analysis.